Event description:
During a follow-up, increased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed insulation damage. The rv lead was capped and replaced to resolve the event. The patient is stable.